Event description:
It was reported that suspected externalized conductors were observed via fluoroscopy. All electrical measurements were normal.

Manufacturer narrative:
No medwatch form was received.